Event description:
As reported by the user facility: reports approximately 20 events of leaking noted from threads. In each case, device was attached to female end of either a PICC or huber needle infusion set, and had 48 hour continuous infusion of fluorouracil running. All of the events happened after patients were at home.

Manufacturer narrative:
This report has been identified as b. Braun medical inc (B)(4). One apparently used caresite valve, without packaging, was received for evaluation. The valve was visually examined and a crack was noted on the female luer lock thread. The initial report from the facility indicated that the valves had been in use for a 48 hour continuous infusion. Per the instructions for use (IFU) for the reported product catalog number, "the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor. (E.g., paclitaxel) for 24 hours." Without a lot number, a thorough evaluation could not be performed. However, based on the information provided by the facility, it would appear that using the device beyond the recommended 24 hours likely contributed to the reported leakage. If additional pertinent information becomes available, a follow up report will be filed.